Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low blood glucose while using the ilet, with a lowest value of 71 mg/dl and duration of approximately one hour; the device did not alert because the glucose did not fall below the alert threshold. Symptoms included shakiness and dizziness consistent with hypoglycemia. Outcomes included self-treatment with one glucose tablet and two cookies, no need for outside assistance, and no medical intervention or hospitalization. Investigation included user education and troubleshooting, including guidance on increasing the secondary target and planning follow-up with a trainer. Investigation of this case revealed that the cause of the hypoglycemic episode remained unclear, with no evidence of device alarm malfunction given the glucose did not cross the alert threshold. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.